Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported missing sleeves from paks. Noted during cataract surgery which resulted in a surgical delay of 30 minutes. No patient harm was reported.